Event description:
It was reported that during implant the atrial lead was unable to be inserted into the catheter. Using a new catheter did not resolve the issue. The lead was not used and a new lead was successfully implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).